Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, capsular contractures, grade iii-IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memoryshape¿ mm, silicone, 355cc, silicone prosthesis experienced bilateral capsular contractures, grade iii-IV on the right and grade il on the left and symptomatic rupture on the right side postoperative. According to the consultation note, this patient had a digital diagnostic mammogram with ultrasound on (B)(6) 2024 and (B)(6) 2024 which shows several ovoid echogenic nodules in the axilla compatible with extracapsular silicone. She has a class iii-IV contracture on the right side and class ii on the left side with an apparent rupture of the right breast implant. As a result, patient scheduled for bilateral replacements with unspecified prosthesis on (B)(6) 2025. This report relates to the right side.

Manufacturer narrative:
Devices' photo evaluation completed on (B)(6) 2025: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not returned, the device couldn´t be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional information received on february 12, 2025, indicated that the ultrasound examinations of the right side showed benign appearing lymph node is seen within normal fatty hilum and thin symmetric cortex. Manufacturer¿s reference number: (B)(4).